Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient had a problem with their patient programmer. The issue was noticed on (B)(6) 2014. The patient went to turn their stimulation back on with their patient programmer and was unable to do so. The patient took the batteries out and noticed what looked like battery acid. The patient put new batteries in and the screen did nothing. The patient wiped off the old batteries and put them back into the battery compartment. Then the patient saw the poor communication. The patient tried communicating without the antenna. The patient saw the regular programming screen which showed group adjust. The patient saw this with his antenna too and had telemetry with the antenna. The patient couldn¿t turn stimulation back on. When the patient pressed the stimulation on button, it did not turn stimulation on. The patient saw a white residue in the battery compartment and antenna when taking out the old batteries. It was also reported the patient¿s back was aching on (B)(6) 2014 because stimulation was off. When stimulation is on, the patient¿s back felt better. The anomaly appears to have occurred through product use. There was no indication of patient harm. Additional information received. The patient reported that they received assistance from their doctor or manufacturer¿s representative (rep) and their concerns were resolved. Upon device return, analysis found the digital board was corroded. The device was scrapped due to corroded boards. Additional information received on (B)(6) 2017. It was reported that the patient could not charge their device so they were sent a replacement recharger. The patient later said they were actually sent a "patient programmer or something and it worked perfectly" and they sent the old one back. No symptoms or further complications reported.